Event description:
It was reported that a failed accuracy 8.6% (during testing / no patient injury) was experienced.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. No physical damaged was found with the device. No error was found in the device ehl (event history log). The customer stated problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Found fluid ingression on pump by the chassis base of the expulsor, which damaged the expulsor gasket, cause not consistent with delivery issue. It was recommended as a corrective action that the expulsor assembly be replaced. The root cause of the reported problem was traced to the user. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: d4: model number: 6400.

Manufacturer narrative:
Correction: device manufacturing date: 15-sep-2008 h6: correction: event problem patient code:4582-no clinical signs, symptoms or conditions c106106.